Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 320 mg/dl. Infusion set and cartridge were changed. Customer's healthcare provider (hcp) administered an insulin injection to address bg. Hcp alleged the pump settings were not correct. Tandem clinical diabetes specialist review settings with hcp. Reportedly, customer met with hcp to discuss event.